Manufacturer narrative:
D9: 03-jan-2024. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed damage to the lens, battery door and battery compartment. It was also observed that the downstream occlusion sensor seal was bubbled. Functional testing confirmed the reported issue; the pump was found to be over infusing by a small amount. The investigation determined a probable, but unconfirmed, cause to be that the expulsor was out of specification. The expulsor was trimmed. Service history review identified the complaint was not related to a previous service of the device within the review period.

Manufacturer narrative:
H3: device has not been received for evaluation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited overinfusing during testing. Per reporter there was no patient involvement.